Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-019141, and the reported patient outcome could not be conclusively determined through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(4), was not explanted for evaluation. The relevant sections of the device history records for mlp-019141 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event. Reporter phone number: (B)(6).

Event description:
It was reported that the patient passed away and the cause of death would not be provided. There were no device issues, the pump was not explanted and would not be returned for evaluation.